Event description:
During right reverse shoulder arthroplasty, the 10mm stainless steel (17-4) trial plug separated from the inserter and was retained within the distal right humerus. Initial info from the MFR indicates, the trial plug is not intended for implantation and is expected to rust. Additional info is being sought. We believe the trial plug was likely not completely secure on the tip of the inserter. The scrub tech who attached the trial plug to the inserter has stated, that she did test the security of the fitting and found it to be secure prior to handing the instrument to the surgeon. The trial plug could not be retrieved because the prosthesis had been cemented in place before the trial plug was noted to be missing. The co rep was in attendance during the procedure. He reported the event to depuy the day of the event and he removed the instruments from the facility. Catalogue number of the inserter to which the trial plug was attached is l3100b.